Event description:
It was reported via repair work order that the restraint strap was stuck and had to be cut. Upon inspection of the unit by the service technician it was identified that no defects were found with the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.